Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor siltex round moderate profile 350cc, catalog number 3542655, serial number (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision procedure with a saline mentor siltex round moderate profile 350cc and experienced unilateral deflation on the right breast implant. The deflation was diagnosed by the healthcare professional during physical examination on (B)(6) 2018. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the deflation was diagnosed on (B)(6) 2018 as a spontaneous deflation. The device was replaced with saline mentor siltex round moderate profile 350cc, catalog number 3542655, serial number (B)(4), lot number 7310978. On (B)(6) 2018, it was reported to mentor that the device history record (DHR) of lot number 6773324 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 5/4/2018, it was reported to mentor that the device evaluation and investigation findings: upon receipt to mentor, the device contained no fluid. No foreign material was observed within the device. Brown material was observed on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.5 cm within an area of siltex cracking on the posterior aspect. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).